Event description:
While using an argon beam coagulator during surgery, the handpiece malfunctioned and a small flame was noted at the tip of the device. The flame was immediately extinguished by staff and did not cause any harm to the patient or staff involved.